Event description:
The patient stated she observed a "blockage alarm" on her infusion device; and she indicated, she just replaced her infusion set a few hours ago. She conveyed that her blood glucose was affected by the issue. She reported a blood glucose value of 433 mg/dl. She reported a typical blood glucose value of 100 mg/dl. Her symptom of elevated blood glucose was, "extreme thirst." During troubleshooting with a company representative, the "blockage alarm" recurred after she replaced her infusion set. It recurred again when a different lot of the infusion set was used as a replacement. Due to the recurring alarm, she was advised to contact the manufacturer of the infusion device for assistance and troubleshooting. Troubleshooting did not find any issues with the infusion set. For this reason, the product was replaced and requested to be returned for evaluation. During follow up with the patient nineteen days later, she did not describe how she addressed the blood glucose concern on this occasion, but she mentioned that she typically administers a correction bolus of insulin using her infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue.